Event description:
Two staplers (echelon powered) with the same lot# and expiration dates did not fire and seal properly. Removed from service. Third stapler functioned without issue. After completion of gastric stapling, surgeon required to over-sew gastric staple line. No harm to patient. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number.